Event description:
Rptr is a nurse. She noticed red itchy blotches on her hands whenever she worked. Her dermatologist said that she was allergic to latex gloves. So her workplace provided liner gloves to wear under latex gloves. Rptr did this for a while, but noticed she would get cold symptoms (runny nose, watery eyes, sneezing) especially when doing treatments. Rptr coudn't figure out why because she wasn't touching the latex. Of course back then (1994) rptr hadn't heard or known anyone with a latex allergy. One evening rptr was doing treatments and her chest got tight, she began wheezing and felt as though she wasn't getting any air into her lungs. Supervisor had rptr sit down and her symptoms subsided. Rptr was referred to an allergist. She did the skin test had said that rptr was "remarkably reactive and should avoid all sources of latex." She explained that the latex bonds to the powder and then rptr breathed it in from the air. Rptr now works one evening a week and wears vinyl gloves. Rptr tries not to be near other nurses putting on and taking off gloves (which is difficult at times). Rptr read an article in this months rn magazine which said rptr should report her latex allergy.